Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - administrator. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples. Based on the results of our investigation, the root cause of the problem could not be identified since condition of the actual sample was not confirmed. Retention samples were visually in good condition. Sheath radial strength, sheath activation and deactivation functional tests on retention samples shows all are within specification. Luer taper test results shows that sg3 needle conforms to the 6% taper level. There was no difficulty and no loose connection between the syringe and needle was encountered during simulation. The tooth cannula is securely locked into the sheath after activation. We have in-process inspection for visual and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Proper instruction for usage of the sg3 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. Likewise, cautions, precautions and warnings are also stated for safety purposes in order to prevent needle sticks. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after giving the injection they were trying to close the safety cap and the needle broke off. The patient received the injection as intended and was not impacted. Additional information was received on 8/1/18: it was reported that the issue of the needle (assembly) disconnect was during the attempted activation, post injection. The medical assistant did not get injured due to unsheathed needle disconnect. There was no impact to the patient. It was reported that they experience this with the henry schein 3cc syringe which might be related to the disconnect during the attempted activation, it seems that they do not tighten down appropriately when connecting the two together for injections. The medical assistant stated that they all utilize the same activation method of finger or thumb to push closed post activation.